Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she received a lower reading from her adc freestyle libre sensor scan compared to hospital laboratory blood glucose result. Customer reported that on (B)(6) 2018, she obtained a sensor scan result of 250 mg/dl and experienced nausea, dizziness, weakness, and a loss of consciousness, placing her into a diabetic ¿coma¿. Customer was taken to a hospital where a laboratory blood glucose test was done and the result was 860mg/dl. The readings were reportedly obtained within 10 minutes and when plotted on a parke¿s error grid, the results fell ¿out of range¿ deeming the difference in values to be clinically significant. Customer was diagnosed with hyperglycemia and started on unspecified ¿insulin therapy¿. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This follow-up #1 is being submitted, as the initial report failed submission. No information has been changed.

Event description:
Customer reported she received a lower reading from her adc freestyle libre sensor scan compared to hospital laboratory blood glucose result. Customer reported that on (B)(6) 2018, she obtained a sensor scan result of 250 mg/dl and experienced nausea, dizziness, weakness, and a loss of consciousness, placing her into a diabetic ¿coma¿. Customer was taken to a hospital where a laboratory blood glucose test was done and the result was 860mg/dl. The readings were reportedly obtained within 10 minutes and when plotted on a parke¿s error grid, the results fell ¿out of range¿ deeming the difference in values to be clinically significant. Customer was diagnosed with hyperglycemia and started on unspecified ¿insulin therapy¿. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
No product has been returned and the serial number provided was not valid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could lead to the complaint.    A tripped trend review was conducted for libre sensors and showed no trips.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported she received a lower reading from her adc freestyle libre sensor scan compared to hospital laboratory blood glucose result. Customer reported that on (B)(6)2018, she obtained a sensor scan result of 250 mg/dl and experienced nausea, dizziness, weakness, and a loss of consciousness, placing her into a diabetic ¿coma¿. Customer was taken to a hospital where a laboratory blood glucose test was done and the result was 860mg/dl. The readings were reportedly obtained within 10 minutes and when plotted on a parke¿s error grid, the results fell ¿out of range¿ deeming the difference in values to be clinically significant. Customer was diagnosed with hyperglycemia and started on unspecified ¿insulin therapy¿. There was no report of death or permanent impairment associated with this event